Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa and clip open while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa and clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. Furthermore, this complaint was reviewed by a clinical research and development engineer. The reviewer stated that, ¿one (one) fluoroscopic video was provided. In the video, three fully deployed clips can be visualized indicating the video was taken post deployment of the third implanted clip (reported device). It was reported that two clips were implanted without issue and a third clip (reported device) was implanted on the lateral aspect of the valve. This indicates that the reported clip is the top clip in the video which correlates to the lateral most position on the valve. The clip arm angle appears to be ~30°-40°. The bottom two clips appear to be fully closed (~10°) per the instructions for use and did not have a reported issue. While these are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the reported clip (top clip) is opened to a larger degree than the two other implanted clips. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video.¿

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that failed to establish final arm angle (efaa) and opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During the deployment process it was noted that the clip would open from 20 degrees to 40 degrees while trying to efaa. Troubleshooting was performed and was successful. Shortly after the clip was deployed, the clip opened from 10-20 degrees to 50-60 degrees. The procedure was concluded with a resulting mr of grade 2-3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.